Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline disposable administration sets leaked after connecting a three-way stopcock with the patient-side connector. No adverse patient effects were reported.